Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the unit had seal issue. The customer reported that the sealing was no optimal. There was no adverse outcome to the patient. There was no patient injury.